Event description:
It was reported that this pacemaker was part of the system revision due to infection. Reportedly, the patient's pocket incision was discharging secretions. No adverse patient effects were reported. The pacemaker was explanted.